Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the casters stems were worn out causing brake bar to not hold inside stem. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all 4 brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes not holding. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).